Manufacturer narrative:
Pending evaluation.

Event description:
The patient was revised due to pain and synovitis. Mild pitting noticed. New 9mm crc poly implanted. No other known info.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. D10: 02-010-03-0250 - logic cr femoral cem, left, sz 5, 5112526, 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, 4422098, 200-02-41 - three peg patella 41mm, 4832891. Correctional/removal number: z-0021-2022.